Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, deployment of the valve was complicated by a severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, however despite adequate frame dilation, mild pvl remained. The valve was snared and retracted into the ascending aorta and distal to the sinotubular junction (stj). A 29mm transcatheter bioprosthetic valve was then implanted successfully in the native aortic annulus with acceptable results. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.